Manufacturer narrative:
On 02-apr-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a deflation on the breast implant. During visual evaluation of the device, a tear measuring approximately 16 cm was observed on the anterior view and extending to the posterior view, causing a deflation. Microscopic examination was performed and the cause of the rupture could not be identified. Causes of deflation of saline- filled implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. The second product received (product code 3501655 and lot number 6451255) is a concomitant device (contralateral), therefore no further analysis is required. Breast implants are not considered lifetime devices. Deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation primary with a 350cc mentor smooth round moderate profile saline breast implant has experienced postoperative right-sided implant deflation. The patient noticed the right side was deflating and consulted a healthcare professional, and deflation was confirmed. As a result, the patient underwent explantation on (B)(6) 2020. The implantation date was estimated based on available information. If additional information is received, a supplemental report will be submitted as applicable.